Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Event description:
Healthcare professional reported, "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, opening on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified, crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease sharp on posterior assessed, as fold flaw opening.